Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output and no telemetry. Battery depletion also occurred due to a high current drain which was caused by a discrepant integrated circuit.